Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number and/or serial number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: - mishandling of device, excessive leverage applied to device - cable kinked or bent - blunt blade or damaged blade - mechanical/electrical failure of the device gear assembly or myosure control unit or drive cable connection - device not properly cleaned. The instructions for use (IFU) state: - the myosure xl tissue removal device for fluent is only compatible with the fluent fluid management system. Use of any other motorized power source may fail to operate the device or lead to patient or physician injury. - the reprocessed tissue removal device flexible drive cable has a keyed feature that serves to align the handpiece cable to the fluent fluid management system connector. The metal tab on the connector is pushed down, the flexible cable inserted and then the tab is released. - the fluent fluid management system is intended for use in an electromagnetic environment in which radiated rf disturbances are controlled. - the myosure xl tissue removal device for fluent is only compatible with the fluent fluid management system. Use of any other motorized power source may fail to operate the device or lead to patient or physician injury. - if the device does not operate, check the following: the fluent fluid management system is plugged into a wall outlet. The wall outlet has power. The power cord is attached to the rear of the fluent fluid management system. The foot pedal is connected to the front of the fluent fluid management system. The suction tubing is connected. - the reprocessed tissue removal device is eto sterilized. Verify that the reprocessed tissue removal device is sterile prior to use. Do not use if the package is opened or damaged. Discard all opened, unused devices. - do not use the device if the sterile package is open or appears compromised. Do not use the device if damage is observed. - before using the myosure xl tissue removal device for fluent for the first time, please review all available product information. - the reprocessed myosure tissue removal device should be stored at room temperature, away from moisture and direct heat. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the myosure blade was stuck in the open position form the beginning. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.